Manufacturer narrative:
The initial MDR 2247117-2016-000045 was filed on august 1, 2016. Additional information (09/06/2016): the customer opened a new reagent box and ran quality controls and adjustments, which were acceptable. The customer did not have any additional issues with intact parathyroid hormone. A siemens headquarters support center (hsc) specialist reviewed quality control data. Based on the in-house testing performed, quality control was performing within manufacturing expectations. The cause of quality control being out of range is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The immulite 1000 turbo ipth instructions for use states "use controls or pools with at least two levels (low and high) of intact pth." The customer ran the patient samples while the level 2 quality control was out of range and reported the results to the physician(s). The cause of quality control being out of range is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
The customer of an immulite 1000 instrument reported that they ran level 1 and level 2 quality controls prior to performing testing on patient results and found that level 2 quality control was out of range. The customer was testing an intraoperative patient sample for the turbo intact parathyroid hormone (turbo ipth) method. The customer ran the patient samples with the level 2 quality control being out of range and reported the results to the physician(s). The customer stated that they saw a drop in pre-surgery and post-surgery ipth values, as expected. There was no delay in surgery. There are no known reports of patient intervention or adverse health consequences due to the results being reported while the level 2 quality control was out of range.